Manufacturer narrative:
Other relevant device(s) are: product ID 3708660 lot# serial# (B)(4), implanted: (B)(6) 2020. Product type extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4). , ubd: 09-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported intra-operatively there were low impedances on electrodes 0 and 3. There were no factors that may have led to this issue. Following this the lead was tested along with an impedance check, but no interventions took place and the issue wasn¿t resolved.